Event description:
The pt is a 46 yr old white female who had bilateral breast augmentation in 8/74 using the 200 cc gel-filled implants. The pt has not developed fibromyalgia & rheumatoid arthritis as well as chronic fatigue which started in 1980. In addition, the pt also has an anxiety & panic disorder which is currently being treated. The pt has loss of short-term memory & neurocognitive problems problems which are worse with flare-ups of her symptoms. The implants show a grade 0-1 fold pattern which makes rupture more likely than not & there is calcium within the capsules. A capsulectomy is medically necessary because there is calcium within the capsule & the capsule may contain silicone to which the pt may be reacting.